Event description:
Customer received blood glucose reading = 230mg/dl. Customer was near unconscious and incoherrent. Paramedics were called and customer was tranported to hosp. Hospital blood glucose reading = 510mg/dl. Customer was treated with insulin and IV. Customers glucophage dosage was doubled and additional diabetic medications were prescribed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.